Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient financial services received a notification regarding the passing of the customer. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. Attempts will be made to contact the next of kin to gather further information regarding the passing of the customer.